Manufacturer narrative:
Correction: the device date of manufacture was changed from 01/22/2016 to 08/01/2004.

Manufacturer narrative:
On (B)(4) 2016 the field service engineer (fse) confirmed that the instrument was experiencing the issues that the customer reported. For the correlation issue the fse replaced the diluent pump ran calibrators and then ran 5 patient samples to verify the mode to mode calibration. A leak was not observed but the fse suspects it was tubing from pinch valve pv49. The fse replaced the tubing in pv49 to address the leak. Finally the fse ran shutdown, startup and all controls and all results were within specifications. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained cleaner leak of less than 1 cc from probe inside the coulter lh500 hematology analyzer during cycle. The customer reported poor correlation of platelets on secondary mode. The diff background has been failing during startup on previous occasions. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.